Event description:
It was reported that the ilet pump¿s housing was separating and would not remain secured after the patient attempted to reassemble it, while blood glucose levels and device operation otherwise remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no interruption of diabetes therapy. Investigation included customer education, verification of shipping information, data sync guidance, shutdown instructions, and logistical arrangements for device replacement and return. Investigation of the returned device revealed a mechanical enclosure issue consistent with screen bezel or housing separation, with no associated alerts or alarms and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure of the external housing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.